Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure for a left breast biopsy. During the procedure, a magnet was placed over the implantable cardioverter defibrillator. During the procedure, the patient received a high voltage shock from the device. Upon interrogation of the device, 4 magnet reversion episodes were noted. The device had delivered therapy for obvious noise noted on the electrogram. The multiple magnet reversions seem to suggest that the magnet did make consistent contact with the device. However, the surgeon believed the magnet was consistently over the device. The patient was awake during the procedure but suffered no ill effects from the shock.